Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. In a separate visit lens rotation/repositioning was performed but this did not resolve the problem. In a separate visit a replacement lens of longer length was implanted and the problem resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in vial, in liquid and residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).